Event description:
It was reported that two days after insertion of the iab, the pump began experiencing helium leak alarms. The pump was exchanged, but the alarms continued. The iab was then removed and replaced without any pt complications.